Event description:
The customer reported that the defib sync stopped communicating. An alternate device was used. There was no patient consequence.

Manufacturer narrative:
Patient information is not known.ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The investigation revealed that the loss of ECG defib sync output function from the tram 450sl defib sync connector was caused by failure of the tram 450sl defib sync output hardware. The failed defib sync hardware was replaced to correct the loss of ECG defib sync output function.